Event description:
Line was placed (B)(6) and pt came in today with leaking. The catheter has a pin hold in it and it was inside the pt. We do pre-flush our catheters before insertion, %cms of catheter were external on this pt.

Manufacturer narrative:
The complaint of a leak in the catheter was confirmed and the cause was user-related. The product returned for eval was one 4fr s/l powerpicc tape or dressing residue was seen on the extension leg. A split was seen at the 6cm depth marking. An attempt to infuse water through the sample revealed a spraying leak at the split site. Microscopic examination confirmed a kink near the 6cm depth marking, and a circumferentially-aligned split was seen on the inside edge of the kink. The edges of the split were slightly irregular, granular, and rough. Another kink in the catheter was seen near the 8cm depth marking but no split or holes were associated with that kink. The characteristics of the split suggest it was caused by use-related kinking of the catheter. A lot history review (lhr) of rexl0683 showed no other similar product complaint(s) from this lot number.